Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose level was 120 mg/dl. It was reported that they had unexpected restart while wearing the pump and replacing the batteries. The troubleshooting was performed and alarm did not occur shortly after inserting a new battery. It was also reported that the unexpected restart was recurring during the normal use. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart error test. No restart alarm noted. (B)(4) .